Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawers 4.1 and 4.2 had failed. The field service engineer (fse) inspected drawer 4 and noted that it was not illuminated at the back. The pyxibus cable was found to be unplugged. The station was powered down, and the cable was reconnected. The fse then swapped the t board for testing purposes and powered the station back on. Following these actions, the drawer was communicating and operating properly; however, cubie b3 in drawer 4.1 continued to experience issues. After testing, it was determined that the cubie required replacement. Cubie b3 was popped out to allow the pharmacy to unload the medication and transfer it to a different cubie, after which the cubie was removed. The pharmacy planned to replace the cubie. The error was cleared in recovered storage. The customer tested the drawer multiple times to verify communication. The drawer was also tested multiple times using the hardware test application and was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 4.1 and 4.2 failed to open, required maintenance and device was not detected on the bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 4.1 and 4.2 failed to open, required maintenance and device was not detected on the bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.